Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5__13.2 implantable collamer lens of diopter -11.5/3.2/076 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. Excessive vault was observed. Lens remains implanted. Per updated information reporter, "as soon as I have the final data I'll get back to you". If additional information is received a supplemental medwatch report will be submitted. H6 - type of investigation - lens work order search: no similar complaint type event reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
A2 - unk, a3 - unk, a4 - unk, a5 - unk, a6 - unk, b3 - unk, d2 - product code: unk (esubmitter software does not allow for a blank or 'unk' entry), d4 - unk, d6a - unk, d6b - unk, h4 - unk. Claim# (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted and hight vault was observed in patient's right eye (od). Additional information has been requested but none has been forthcoming.